Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that their tremors were beginning to reoccur. The circumstances that led to the voltage increasing was after taking their voltage reading again, they noticed that their battery was turned off. They are not sure how that happened. They turned their battery back on and the reading started going back down again. They stated the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been monitoring her voltage and noticed her voltage had been increasing each day (saturday 2.74, sunday 2.75, and monday 2.76). No symptoms were reported. No further complications were reported/anticipated.